Event description:
It was reported by the affiliate that when (9) pmw55 devices were used during an unknown procedure, the staples did not close correctly and that some of the skin staplers were broken when the surgeon fired them. It is unknown how the case was completed. There was no consequence to the patient.